Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer regarding identifying patient information. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019 the patient felt the therapy was working but not in the location they would like. A catheter dye study (cds) ordered if pain persists. On (B)(6) 2019, a cds was performed and the results were normal. However, the catheter tip had migrated from t5 to t9 as seen under fluoroscopy. Catheter replacement was recommended. On (B)(6) 2019, the catheter was explanted/replaced and the pump was repositioned. It was noted the catheter appeared to be worn and was somewhat brittle and deteriorated. It was noted the catheter broke in two as it was removed/during surgical procedure, indicating weakening. The device diagnosis was other catheter migration and the clinical diagnosis was increase in pain and therapy not being felt in the appropriate location. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found significant twisting in the catheter body that may have affected infusion. All previously reported conclusion codes, result codes, and method codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to increase in pain, therapy is felt but it's not covering high enough like it used too. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 1299.8 mcg/day), bupivacaine (20 mg/ml at 12.998 mg/day) and morphine (5.9 mg/ml at 3.8344 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had increased pain. A catheter dye study was performed which showed that the catheter had migrated from t5 to t9. A revision was performed on (B)(6) 2019. During the surgery the catheter was noted to be "brittle and crumbly" as it was dissected out of the tissue, "almost as though it was falling apart". The whole catheter was replaced. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury.